Event description:
The dealer alleges the wheel assembly fell off the chair, causing the other side of the wheel assembly to be damaged. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. Model r51lxp serial number (B)(4) is approximately 2 years and 5 months old. User manual part number 1106645 rev g (jul-07) was issued with this device. It si unknown if the consumer has fully read and understands the users manual. On page 2 the following warning is provided: "warning - a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if the issue was with a wheel or a caster. The following casters are the only recommended casters for the device. Non-invacare casters may fall off it used. On page 8 the casters are listed: "casters w/precision sealed bearings 8 x 1 3/4 inches semi pneumatic (standard), 8 x 2 inches pneumatic (optional), 6 x 2 inches semi pneumatic (optional)." The weight of the consumer is unknown. It is unknown if additional loading was involved in the wheel coming off. On page 8 the weight limits is provided: "weight limitation - r51lxp 300 lbs." It is unknown if the consumer does weight training in the wheel chair. The following warning is provided on page 13: "weight training - invacare does not recommend the use of its wheelchairs as a weight training apparatus. Invacare wheelchairs have not been designed or tested as a seat for any kind of weight training. If occupant uses said wheelchair as a weight training apparatus, invacare shall not be liable for bodily injury, and the warranty is void." The consumers medical conditional, stability and medication regimen are unknown. On page 9 the following operating information is provided: "operating information performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the drivers' capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the chair and to surrounding property. After the wheelchair has been set-up, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and re-enter set-up specifications. Repeat this procedure until the wheelchair performs to specifications. Do not shift your weight or sitting position toward the direction you are reaching as the wheelchair may tip over. Do determine and establish your particular safety limits by practicing bending, reaching and transferring activities in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Do not attempt to reach objects if you have to move forward in the seat. Do not attempt to reach objects if you have to pick them up from the floor by reaching down between your knees. Do not lean over the top of the back upholstery to reach objects from behind as this may cause the wheelchair to tip over. Do not use an escalator to move a wheelchair between floors. Serious bodily injury may occur. Before attempting to transfer in or out of the wheelchair, every precaution should be taken to reduce the gap distance. Turn both casters parallel to the object you are transferring onto. Also be certain the power is off and the wheel locks are engaged to prevent the wheels from moving. Do not engage or disengage the motor release levers until the power is in the off position. Invacare strongly recommends proceeding down ramps or slopes at half speed or slower and to avoid hard braking or sudden stops. Do not attempt to lift the wheelchair by lifting on any removable (detachable) parts. Lifting by means of any removable (detachable) parts of a wheelchair may result in injury to the user or damage to the wheelchair. Always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately. Before performing any maintenance, adjustment or service verify that the on/off switch on the joystick is in the off position. Avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result. Do not engage or disengage the motor locks/clutches until the power is in the off position. Do not operate on roads, streets or highways. Do not climb, go up or down ramps or traverse slopes greater than 9 degrees. Do not attempt to move up or down an incline with a water, ice or oil film. Do not attempt to drive over curbs or obstacles. Doing so may cause your wheelchair to turn over and cause bodily harm or damage to the chair. Do not leave the power button in the on position when entering or exiting your wheelchair. Do not stand on the frame of the wheelchair. Do not use the footplates as a platform. When getting in or out of the wheelchair, make sure that the footplates are in the upward position or swing footrests towards the outside of the chair. Anti-tippers must be used at all times. When outdoors on wet, soft ground or gravel surfaces, anti-tippers may not provide the same level of protection against tipover. Extra caution must be observed when traversing such surfaces." The device is over 2 years old. The consumers experience using the device is unknown. On page 17 provides the following information for daily usage: "coping with everyday obstacles - warning - do not attempt to reach objects if you have to move forward in the seat or pick them up from the floor by reaching down between your knees. Proper positioning is essential for your safety. When reaching, leaning, bending or bending forward, it is important to use the casters as a tool to maintain stability and balance. Many activities require the wheelchair user to reach, bend and transfer in and out of the wheelchair. These movements will cause a change to the normal balance, center of gravity, and weight distribution of the wheelchair. To determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair."